Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed kinks in the distal shaft located 435 cm and 6.5 cm from the tip, and a kink in the hypotube located .5mm from the strain relief, tip damage (misshapen), distal shaft damage (abrasions), and collar damage (misshapen at top of collar) and a partial separation at the collar. The damage to the top of the collar is consistent with a device coming in contact with the material and the separation is consist to damage done by rotational/torque force. The guidezilla 2 directions for use (dfu) advises "this is a non-torqueable device. Torqueing the device may result in wire wrap or damage to the device or vessel.¿ the distal shaft damage (abrasions) and tip damage is consistent with the device coming in contact with calcification. The collar and distal tip were able to be measured with a calibrated pin gage, with both ends meeting specification. The device that was used in the procedure was not returned for analysis, so a lab supplied stented balloon catheter was used for testing. The tip of the stent was loaded into the collar of the guidezilla 2 and advanced through the shaft of the device, and exited without issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that they were unable to advance another device through the collar and the collar was kinked. A guidezilla¿ ii guide extension catheter was selected for a procedure. During the procedure, the other device was unable to pass through the guidezilla¿s collar part. The guidezilla was rotated and position was changed with no resolution. The guidezilla was removed and it was noted that the collar was kinked. There were no patient complications reported. However, device analysis revealed partial separation at the collar.